Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain upon activation of the device. During revision surgery, the physician confirmed the presence of infection. The device was explanted and replaced with a malleable penile prosthesis. There were no further patient complications.

Manufacturer narrative:
Model number/catalog number: 72404156. Serial number: n/a. Batch/lot number: 843566001. Model/catalog description: reservoir parylene coated with iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection and pain are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptom of infection and pain are known risks associated with this device type and indicated as such in the instructions for use.